Event description:
It was reported the patient's blood glucose level rose to 391 mg/dl while wearing the pod between 5 and 24 hours. It observed that the adhesive on the pod was wet and blood-soaked with a strong smell of insulin. When removed from the infusion site (leg), the pod's cannula was found to be dislodged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.